Event description:
Reported false positive sofia sars antigen results for an unknown number of patients. Attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.